Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and infusion set had air bubbles. The customer's blood glucose was unknown at the time of the incident. Customer stated that the air bubbles would just appear in the reservoir and infusion set and will have a high blood glucose reading. Advised customer of the possible causes of air bubbles and to give call for air bubbles troubleshooting. Customer also mentioned no delivery and motor error alarms. Insulin pump is being replaced and is expected to return for analysis. Infusion set and reservoir is not expected to return.